Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lower anterior resection, at the first firing during rectum resection, the device did not fire another reload was used to complete the case. There was no patient injury.